Event description:
There was a report of lv lead intermittent capture, and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was removed from service more than two years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.